Event description:
I noted the fragment of glidewire coating in renal pelvis attached to the previously placed access needle. This was removed under direct vision by grasping fragment and removing it. Next I turned attention to renal pelvis stone, this was extracted using the trilogy device. Once all the visible stone was removed I again ensured no fragments of broken wire were in collecting system and removed the access needle (based on endoscopic evaluation with rigid instruments and fluoroscopy). A 5 fr open ended catheter was then placed over the sensor wire and down ureter. An 18 fr council tip was placed into renal pelvis over the other wire. Location was confirmed to be in renal pelvis with nephrostogram. The balloon on catheter was inflated with 3 cc after antegrade nephrostogram confirmed its placement into the right renal pelvis. The sheath was removed and catheter and 5 fr were secured with a 0 silk. The patient was flipped into the supine position he was then awoken from general anesthetic without incident, transferred to the hospital gurney, and taken from there to the post-anesthesia care unit for postoperative monitoring. At the end of the case, the sponge, instrument, and needle counts were correct. I was scrubbed and present throughout the entire case. Foley catheter was left in place. And 18 fr council tip was left connected to drainage. These will be removed in am. He will have a computed tomography scan to reevaluate stone burden prior to discharge.